Event description:
User allegedly had syringes that were not working appropriately. User described that "when removing the cap, the needle bends and breaks when sticking into the stomach it leaves a bump".